Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device was taken to divide a vessel with a white reload. The registrar took the device and closed it to insert into the patient. Once this was in the patient, the registrar could not open the jaws of the device to place over the intended vessel. The gun was removed, and the scrub nurse managed to open the device, so they then re-entered the patient with the device. They clamped down on the vessel and this went into lock out. The registrar or surgeon, followed steps to use to reverse the knife blade to open, however could not get this off the tissue, so they had to clip either side and cut free. It was noted by the scrub nurse that there was a couple of loose, closed staples inside the abdomen, so a part firing was suspected. There were no adverse consequences for the patient. Delay of thirty minutes.

Manufacturer narrative:
(B)(4). Batch #: n56g01: the ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.